Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted one day post implant. The pt was combative and during recovery intermittent ventricular loss of capture (loc) was observed. This lead was attempted to be repositioned, however attempts were unsuccessful. A new lead was successfully implanted and to date, no adverse pt effects were reported.

Manufacturer narrative:
As of today, the prod has not been returned for analysis. If returned, or if add'l info becomes available, this event will be updated.